Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed for oversensing and inappropriate shocks. It was also noted that the ICD appeared to undersense in episode seven, yet delivered a shock despite the patient's low r-wave amplitude.